Event description:
It was reported the video system center exhibited a blackout in half of the image and could not be used normally during laparoscopic procedure. Another device was used to finish. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.